Manufacturer narrative:
Other, other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The problem source is manufacturing. Reported lot number 3700408 does not exist in oracle. Therefore DHR review cannot be performed and we are not able to say if device which is in subject of this customer complaint was manufactured prior or after corrective actions which are described in device analysis section.

Event description:
It was reported that before insertion, during pre-test: cuff would not inflate. No clinical consequence observed.